Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis (fa) team. The reported problem was confirmed, with a u-04 fault. Visual inspection did not reveal any related issues. Functional testing showed the unit powered on and successfully cauterized across all ports and instruments. A review of the internal log revealed additional errors entries.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure using an xi system, an operating room (or) nurse contacted tech support and reported that the generator had an error that morning and stopped working, requiring bypass with a third-party generator. The procedure resumed using the third-party generator at the time of the call. The procedure was completed as planned.

Manufacturer narrative:
The probable root cause of error u-04 is attributed to the program memory of the generator being low.

Event description:
Refer to h11 for follow-up information.